Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred during the morning of (B)(6) 2015. The patient stated that they manage their diabetes by taking 1000mg metformin per day but stated that on the morning of (B)(6) 2015 they did not take this oral medication. The reason for this is not known. The patient stated that 2 weeks after the alleged product issue occurred they developed the symptoms of ¿blurry vision and frequent urination¿, however denied receiving any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked the patient through a re-test and was not able to resolve the issue. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2, device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error message 4 observed in the error log, but the errors were not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.